Event description:
A report was received that the patient was experiencing discomfort at the incision site associated with the trial lead extensions. The patient's permanent paddle lead had also externalized. The patient underwent a revision where the lead was placed back underneath the skin.

Event description:
A report was received that the patient was experiencing discomfort at the incision site associated with the trial lead extensions. The patient's permanent paddle lead had also externalized. The patient underwent a revision where the lead was placed back underneath the skin.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-25, serial/lot # (B)(4), description: scs phiii extension 25cm. Additional information was received that the externalization was due to the infection.